Event description:
It was reported that there was an issue with pl701 - maryland disp. Grasp. Fcps. Fen. Bip. 5/310mm. According to the complaint description, there was tip "breakage". This occurred about half an hour after start of surgery during normal use. Patient harm was unknown. Additional information has been requested. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d9 - product was not returned. Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for the leading device(s) lot number(s) and the products found to be according to our specifications valid at the time of production. There are no similar complaints aginst the same lot number(s) with this error pattern. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. If the device is returned in the future, an investigation will again be completed at that time. Based upon the investigation results a CAPA is not necessary.

Manufacturer narrative:
Additional information/ correction: d9 - product returned date. H6 - codes updated. Investigation results: we have had the product tested according to the test plans in the producing plant via the q-coordinator. Since working end of the instrument is no longer covering, moreover, the ceramic is broken and the insulation is damaged. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability 2(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: the fault described by the customer could be reproduced, the ceramic is broken and the jaw is deformed. The broken ceramic is the result of the deformation. The damage is not due to a manufacturing defect. The damage is more likely due to an overload situation. There are no hints regarding a matrial or manufacturing related error. The breakage of the ceramic and the jaw were most likely caused by an overload situation during handling. Due to this breakage a proper function of the instrument can no longer be guaranteed. This kind of instrument is for adequate use only. According to instructions for use (IFU), excessive force must be avoided. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.